Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on (B)(6) 2017 reported the pump was replaced today ((B)(6) 2017) and they are sending the affected pump and event logs back to manufacturer for analysis. The rep was supplied the number for the returned product form. It was noted that there was no known factors that may have caused or contributed to the issue. It was noted that at time of report the issue was resolved, and the patient's status at time of report was "alive-no injury." The patient was receiving compounded baclofen 3000 mcg/ml with an unknown dose. Surgical intervention occurred as the pump was replaced on (B)(6) 2017. The patient's weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found high resistance in the pump battery. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving unknown baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity and head/brain injury. It was reported that an alarm was heard and confirmed by telemetry. It was stated that low battery reset occurred, reset occurred, and safe state occurred. It was stated that the pump logs were checked. Withdrawal-type symptoms were reported. They were considered a sudden change in therapy/symptoms. The patient was admitted to the hospital on (B)(6) 2017 and would likely be released on (B)(6) 2017. Both the managing healthcare provider (hcp) and surgeon were out of town, so they were trying to find another hcp to do the replacement. The representative thought the dose was around 900 mcg/day. There were no further complications reported or anticipated.

Manufacturer narrative:
.Future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative on 2017-jun-30. The initial reporter was a healthcare provider. The patient's weight was not available to the representative. It was stated that the pump replacement was planned, but there was no date given.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the hcp was unsure of the patient¿s weight. A consult was scheduled for (B)(6) 2017, and they were awaiting a surgery date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 7/13/2017 reported the patient height was 5¿ 5¿. The patient race was white. The pump was delivering gablofen (from compounded pharmacy); concentration 3000 mcg/ml; dose 971.8 mcg/day; order # (B)(4). The patient was sent to the hospital for urinary tract infection (uti)/sepsis. While there the intrathecal baclofen pump started alarming. After interrogation, it read that the battery was low. Plans for replacement were made. Consultation was made for (B)(6)2017 with a neurosurgeon. The patient was treated for withdrawal per hospital orders. Medical history was anoxic brain injury from prolonged seizure from eclampsia. Date of admission/discharge was (B)(6). The admitting diagnosis was uti/sepsis.